Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ insulin syringe had no scale marking graduations during use. The following information was provided by the initial reporter, translated from portuguese: "the customer identified at the moment of use that one of our insulin syringes was missing the graduation, causing a huge inconvenience because the doctor who was handling it did not notice and ended up aspirating a high-cost medicine and thus losing the product. On (B)(6) 2022, the medication was taken to the surgical center (ophthalmic use) and a 1ml bd syringe was sent along with the medication to be used on the patient. The doctor aspirated the medicine, after the process the doctor observed that the syringe was without graduation. Every angle of the syringe was observed and according to the attached photo it is not shown. Consequently, as he has to aspirate the medication gradually, the doctor ended up losing all the medication and making a new request for the medication to the pharmacotechnician, since the patient was already in the operating room."

Event description:
It was reported that the unspecified bd¿ insulin syringe had no scale marking graduations during use. The following information was provided by the initial reporter, translated from portuguese: "the customer identified at the moment of use that one of our insulin syringes was missing the graduation, causing a huge inconvenience because the doctor who was handling it did not notice and ended up aspirating a high-cost medicine and thus losing the product. On (B)(6) 2022, the medication was taken to the surgical center (ophthalmic use) and a 1ml bd syringe was sent along with the medication to be used on the patient. The doctor aspirated the medicine, after the process the doctor observed that the syringe was without graduation. Every angle of the syringe was observed and according to the attached photo it is not shown. Consequently, as he has to aspirate the medication gradually, the doctor ended up losing all the medication and making a new request for the medication to the pharmacotechnician, since the patient was already in the operating room."

Manufacturer narrative:
After additional review, the information in this report was found to be concomitant to the reported event. As a result, a new report has been issued with the updated information provided by the customer, and this MDR will be cancelled.